Manufacturer narrative:
Article citation: "direct-to-implant prepectoral breast reconstruction: patient- reported outcomes". Safran, tyler, al-halabi becher, viezel-mathieu, alex, hazan, jessica, dionisopoulos, tassos .mcgill university; jewish general hosptial, montreal, quebec.17 march 2021. The events of capsular contracture baker grade unknown, infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: various complications of prepectoral breast reconstruction in multiple complications.

Event description:
Through journal article "direct-to-implant prepectoral breast reconstruction: patient-reported outcomes", it was reported that patients reported eleven patients capsular contracture baker grade unknown, two patients hematoma, one patient infection, three patients seroma, nine patients rippling, two patients displacement, and eight patients unspecified "minor complications" for an unspecified side. The device has been explanted.